Event description:
The patient had a pocket wound that was at first noted by physicians to be a tape wound. The patient later went to to the emergency room where it was determined that the device had eroded. The wound tested positive for staphylo-coccus. The system was removed. Although the patient was very sick, she received a new device six days post explant. She later expired, due to failing health from diabetes, chronic kidney disease, and chf secondary to decompensation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.